Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an supply bag lines are blocked alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The original cycler pickup date for return was missed but the pdrn stated they will work with the patient to schedule a new return date.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. An external visual inspection found no physical damage. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment (st) using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the st test. They cycler underwent and passed a system air leak test, valve actuation test, and mushroom head check. The go/ no go gauge check failed. The go gauge failed in the left side of the heater tray (ht). The ht did not bottom out with the top cover cabinet on the left side when placing a 5000 gram weight on the ht. The load cell verification was failed. The scale failed the 4000 gram weight check. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The internal inspection also encountered insect infestation. The position of the load cell bracket was adjusted. After adjusting the position of the load cell bracket, the ht was no longer making slight contact with the top cover cabinet. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was marked on the cycler identifying, disinfecting and disposition form and the mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.